Manufacturer narrative:
Reference number: 1221359-2021-02149, 1221359-2021-02151. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
It was reported the customer received three (3) false positive results with the idnow covid-19 assay performed on various dates. This report is two (2) of three (3). It was reported the customer received a false positive result with the idnow covid-19 assay performed on (B)(6) 2021 on nasopharyngeal swab. Repeat testing was not performed . Pcr confirmation testing on nasal swabs with panther molecular platform generated negative result. The customer stated patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.